Event description:
It was reported that this right ventricular (rv) lead that is placed in the bundle of his exhibited loss of capture and undersensing. However, the patient did not experience asystole. These observations were a result of the lead being dislodged. Subsequently, this rv lead was explanted and a new lead was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A visual inspection of the lead found that the helix mechanism was retracted and dried blood tissue was noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead that is placed in the bundle of his exhibited loss of capture and undersensing. However, the patient did not experience asystole. These observations were a result of the lead being dislodged. Subsequently, this rv lead was explanted and a new lead was implanted successfully. No additional adverse patient effects were reported.